Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) balloon due to migration and dislocation of the balloon. The patient status was reported to be stable.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) balloon due to migration and dislocation of the balloon. The patient status was reported to be stable.

Manufacturer narrative:
Additional information received that the balloon migrated into the region inguinalis. The patient outcome was reported to be stable